Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a segura hemi basket was to be used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2020. According to the complainant, during preparation, when the handle was to be separated during use, the inner core of the basket was crooked, resulting in poor separation. A photo of the complaint device submitted by the customer shows the pull wire broken on the proximal end. The procedure was completed with another segura hemi basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.